Manufacturer narrative:
UDI #: (B)(4). Product evaluation: failure analysis for fiber 0010-2400-706a-2688: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that upon connecting a surgical fiber to begin a prostate procedure, the fiber was not recognized by the laser system ("0" joules/time expended). The fiber was replaced and the procedure continued with a second fiber until the output beam began to clip the metal cap, activating fiberlife mode. The fiber was again replaced and the procedure completed using third surgical fiber (650,021 joules used). There was no injury or adverse outcome reported. This report is for the second surgical fiber used.